Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 at 10:00 am the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 6:30 pm the consumer had a pcr test performed at a public health facility and the result was negative. The type of test used was unknown to the consumer. The consumer was not experiencing any symptoms. No other information can be provided. No additional information about treatment and outcome was provided.